Event description:
I was talked into a double spinal cord implant in 2016 by (B)(6) in (B)(6). Dr. (B)(6) was my surgeon and he told me directly that he did not stitch the paddles to me he left them floating. They both moved and caused extreme pain. I tried many times to have them reprogrammed but nothing worked. I was finally allowed to come in for an xray that showed that one of the paddle had moved. Dr. (B)(6) made me wait a year to remove it. It was horrible. I was offered no medication or treatment. Just told to go home and wait for a call. A year after the 1st stimulator was removed the second one was found to have moved as well. I can't describe the misery. I'm a disabled woman that was experimented on. I was exploited and used to test this technology on. My surgeon set me up for failure by not securing the paddles. He knew they would move. I finally was allowed to have the second stimulator removed. I now have permanent damage and have serious pain everyday where one of the paddles were. It hurts everytime I breathe. This has left me in more pain and depression then ever before in my life. This technology should be pulled from the market. People need to know that this can and will ruin their lives. I have all my visit and labs and surgery info with x-rays and MRI. Ref report: mw5160174.